Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During evaluation, fse found the sample rack latch holder sticking in the up position. Fse then cleaned and lubricated the rack latch holder. Fse ran the loader rotation test and the instrument passed without any errors. Life count was 144824, test count was 3344, and the column count was 5408. Fse then advised the customer that the column should be replaced at 2500 but they declined to replace the column at the time due to controls being in range. Precision was performed and the instrument passed with a coefficient of variation (cv) of 0%. Calibration passed and controls were ran with acceptable results. The controls results were: level 1 of 6.1 [4.7-7.1] and level 2 was 9.6 [7.6- 11.6]. The instrument was returned to service. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07-apr-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error when this error occurs, it indicates that an operation error has occurred in the x1 axis. The most probable cause of the reported event was a dirty rack holder latch, latch in the wrong the position, and column count exceeded 2500.

Event description:
The customer reported getting 708 x1-axis error messages on the g8 instrument. The customer reported that the footer is stuck out. Technical support specialists instructed the customer to clean the footers but the issues seemed to be with the rollers. The rack clears the first roller but stops when it gets to the second one. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.